Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges to have kidney failure, headache. There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges to have kidney failure, headache. There is no report of medical intervention being required. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Verified that the device provides airflow using a known good power supply. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector, and dc jack color insert. Unknown contamination was observed inside the ui and rear panels. Liquid ingress with mineral deposits was observed on the blower, blower box, and p4 power connector. The manufacturer concludes that he is unable to directly address the symptoms outlined in the complaint. Observed dust or dirt contamination in the airpath, likely from a source external to the device. I observed no evidence of degraded sound abatement foam. In this report, section d9, g3, h3, h6 has been updated.